Event description:
The customer contactd indicated the event was the result of an operator error in programming the pump. An unspecified line of the pump was programmed to deliver an unspecified medication at a rate of 200 ml/hour. "The pt became hypotensive and started to crash. The pt was treated with an unspecified medication. The pt's blood pressure temoporarily recovered, then crashed again. After reviewing the medications ordered, the surgeon could not find the cause of the hypotentsion and performed open heart surgery." It was subsequently discovered that nitroglycerin, which was hanging by the bedside, was "accidentally" started at the programmed rate of 200 ml/hr. The customer contact stated, "our internal investigation at this time leads us to believe that the incident was a result of a nurse incorrectly programming the pump. This resulted in the pt needing unnecessary open heart surgery." It was reported that the pt, "is recovering and will be going home."